Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) (1810) along with a endotak down-sized lead (0125), and a sweet tip bipolar lead (4269) were removed from service because the patient had inadequate shocks, and both leads had insulation defects. Another cpi system was implanted an, (ICD) (1763) and a lead (0095). The (ICD) is a ventak av, is not market released in the united states, and is involved in a product advisory.